Event description:
The complainant alleged that while attempting to defibrillate a patient (age unknown) during a cardiac arrest, the device failed to discharge 360 joules via paddles. The complainant indicated that the clinician was able to obtain another device to treat the pt. The complainant indicate that there was no adverse effect to the pt as a result of the reported malfunction.